Manufacturer narrative:
(B)(4). The implanted device remains.

Manufacturer narrative:
Per the clinic, the date of the previously reported surgery is (B)(6) 2014. The patient is bilaterally implanted. This report is filed january 13, 2015. Implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery (date not reported) to reposition the internal device due to migration. The implanted device remains.